Event description:
As reported by an edwards singapore affiliate, during a transfemoral tpvr procedure with a 29mm sapien 3 valve in a patient with tetralogy of fallot repair, the final position of the valve implant was too high, resulting in right pulmonary artery occlusion. The patient was converted to open surgical repair in which a surgical valve (ce perimount magna ease size 27mm) was implanted instead. The patient was well post surgery. Per report, the root cause of the event was the difficulty in achieving good co-axiality to landing zone.

Manufacturer narrative:
Correction to h6 based on additional information. Transcatheter pulmonic valve replacement in native pulmonic position using the sapien 3 (s3) with the commander delivery system is not indicated for use in singapore. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. The device was used in off-label implantation in the pulmonic valve position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate operational factors (difficulty in achieving good co-axiality to landing zone) and patient conditions (tetralogy of fallot) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.